Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the mid right superficial femoral artery with 90% stenosis, a 5.0x15 nc trek dilatation catheter was advanced without resistance and post-dilatation was performed. The 5.0x15 nc trek dilatation catheter was withdrawn from the patient anatomy with slight resistance and it was observed that the balloon detached from the shaft and got stuck in the artery. A non-abbott snare device was used to retrieve the detached balloon from the patient anatomy. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: nitrex .014, guide cath: nil, sheath: 4f terumo. (B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek rx instructions for use states that the device is indicated for coronary use only. Based on the information reviewed, there is no indication of a product deficiency.